Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood an arterial air alarm occurred toward the end of a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge is not available for eval. The exact cause of the arterial air alarm cannot be determined. The user's guide contains adequate instructions for troubleshooting air alarms and provides possible causes for the alarm. There have been no similar problems reported subsequent to this report. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l information will be provided.